Manufacturer narrative:
This report is for an unk - nail head elements: fns bolt/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent the surgery with the fns implants. On an unknown date, the surgeon confirmed that non-union occurred. The patient will undergo the revision surgery to remove the implants. It is non-union because the bone quality was not good, and the blood flow stagnated at the time of injury. The implant was removed successfully on (B)(6) 2020. No further information is available. This complaint involves four (4) devices. This report is for (1) unk - nail head elements: fns bolt. This is report 2 of 4 for (B)(4).